Manufacturer narrative:
Product ID 64002, serial# unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type adapter. (B)(4).

Event description:
It was reported that the adaptor was explanted on (B)(6) 2013. Explant was due to cutaneous erosion and infection. Actions required as a result of this event were hospitalization and explant. Patient¿s symptoms were altered mental status, erosion and an unknown type of infection. Location of the issue/symptom was the device pocket. It was noted that ¿on more deep brain stimulator (dbs) solution for him; 15j of hospital to be stable without dbs.¿